Event description:
A pt service representative (psr) contacted zoll customer support while exchanging equipment for a (B)(6) male pt to report code 202. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 202 - pt parameters corrupt) has been confirmed. Upon eval, the backup battery was discharged. The cause of the code 202 is premature removal of the battery pack during pt programming with a discharged backup battery. The cause of the discharged backup battery cannot be positively identified. This type of failure can only occur during pt setup. A pt will never be provided a monitor with a code 202 present. No adverse event resulted from the discharged backup battery. The pt was issued a replacement monitor.